Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 09-apr-2024. Investigation summary . This statement summarizes the investigation results regarding a complaint that alleges false positives when using kit grp a strep 30 test veritor (material#: 256040), batch number 3145731. The customer reported that they were receiving a false positive result with patient sample using the veritor analyzer. They then submitted the samples for culture and showed a negative result. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos were received. Return samples were received on the batch number provided and the results were acceptable. The reported issue was unable to be confirmed. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported that during use with the kit grp a strep 30 test veritor, there was a false positive result. There was no report of patient impact. Patient was treated with antibiotics. Report 3 of 3.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the kit grp a strep 30 test veritor, there was a false positive result. There was no report of patient impact. Patient was treated with antibiotics. Report 3 of 3.